Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called to report that his artificial urinary sphincter (aus) of 15 years is failing . He states that he has started to leak more over the last few months. He asked for assistance in finding a dr. In his area that was familiar with the device as his implanting dr. Is no longer in his area.